Event description:
It was reported to medtronic minimed that the customer experienced pump error 63 (hardware low level failures). The customer reported no adverse event. The event involved product(s) mmt-1880. Customer reported receiving a pump error. Customer was able to clear the error and successfully complete fill cannula delivery test. Error table indicated that pump requires replacement. No harm requiring medical intervention was reported. The customer will discontinue using the insulin pump and revert to the backup plan per healthcare professional instructions .mmt-1880 was requested and customer response was the device will be returned.

Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
P-cap locked properly during testing. Unit passed displacement and test, self-test. Unit successfully downloaded to thump. No pump error 63 alarms noted during test. Verified in the pump history download the pump alarmed pump error 63 (file number: 2017 line number: 147) on 04/02/2024 15:44:59.000 due to problem with twi interface or with ad5161 chip. Unit was cut open for visual inspection. Motor was tested outside of the device and passed. The electronic assemblies and motor assemblies were inspected, and no anomalies noted. Unit received with battery tube threads - cracked, cracked case-corner of belt clip rails, cracked case (battery tube), stained keypad overlay, pillowing keypad overlay. Customer concern was confirmed due to pump error 63 alarm in pump download history. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.